Manufacturer narrative:
E1 - initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure. The device was removed using the normal method without any problem. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6). E1: initial reporter first name: updated. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.